Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was discarded.

Event description:
Bristle part of the head separated from the rest of the detachable head body leaving the part loose inside mouth [device breakage]; no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via e-mail on 20-aug-2016 that while brushing normally "the other morning" with an oral-b rechargeable toothbrush, version unknown the bristle part of the oral-b power oral care refills cross action separated from the rest of the detachable head body leaving the part loose inside his mouth. The brush head had been purchased within the last two months. No symptoms developed.